Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger. Analysis of the returned desktop charger (serial # (B)(4)) revealed a cable assembly with broken connector pins. (B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type 1. It was reported that the patient was having another unit implanted soon. The patient had one ins and two leads currently implanted and it was noted that the leads were implanted in the patient's tissue rather than their spine. A loss of stimulation and loss of therapy were noted; the implant was no longer doing what it needed to do and the patient felt no stimulation. The patient felt chronic pain from nerve damage in their left leg. The implant would not connect with either the patient programmer or recharger. It was noted that the patient charged the ins to full the week prior to (B)(6) 2016, but had turned stimulation off afterwards because she didn't always use it. The patient went to charge and turn on stimulation on (B)(6) 2016, but she was unable to charge the ins or turn on stimulation. It was noted that the patient was to meet with a manufacturer representative on (B)(6) 2016 at 2:30 pm. During the call with the manufacturer on (B)(6) 2016, it was confirmed that the patient could not connect to the ins using the patient programmer, but the recharger was able to communicate showing the charge ins now warning message. Poor communication on the patient programmer was reported. It was noted that the patient had not recently been implanted or had a revision surgery. The patient used an antenna. It was also noted that there were no symptoms related to the programmer communication issue. The patient stated that the recharger screen was blank and the desktop charger connection seemed loose. The patient pushed on the desktop charger pin and the recharger screen turned on with a warning sign to charge the recharger then a warning message to charge the ins. The recharger was also beeping to indicate that the charge level was depleted. No out of box failure was reported. No symptoms or medical/therapy problem was reported related to the recharger issue. It was reported that the pins were loose on the desktop charger. The desktop charger was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.